Event description:
It was reported that, when the patient used the personal therapy manager (ptm), they had to feel around for the pump, as it moved around. It had always been this way. The device system was used to deliver dilaudid, bupivacaine and clonidine.

Manufacturer narrative:
Concomitant products: product ID 8709sc, serial # (B)(4), implanted: (B)(6) 2012, product type catheter; product ID 8835, serial # (B)(4), product type programmer, patient; product ID 8598a, serial # (B)(4), implanted: (B)(6) 2012, product type catheter. (B)(4).

Event description:
Additional information received reported, the patient had an appointment on 2014 (B)(6).